Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. The unload button on the adapter was in resting position. No additional visual abnormalities were noted for the handle and adapter. The eeprom was uploaded and indicated 21 autoclave cycles for both the handle. The eeproms were uploaded and indicated 21 autoclave cycles for the adapter. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The isi pin location of the adapter was checked and found to be at the center. The center rod orientation of the adapter was checked and was found to be assembled properly. The unload button on the adapter could not be depressed. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and blue lights were displayed. The green status light above the reload symbol began to blink. The adapter was dismantled by engineering. It was observed that the articulation nut was driven forward distally to the point that it was overlapping the leaf spring dimple, depressing the reload detect switch, and also preventing the load ring from being pulled back. This is farther forward then the software should allow the articulation nut to travel. The handle eeprom event log was examined further, and in the beginning displayed a premature hard stop detected during articulation calibration, as well as the code "egia_artic_cal_not_in_pos". Using the manual retract tool, the articulation nut was manually brought back to the neutral position. The adapter was reassembled and was able to successfully complete adapter calibration without incident. Engineering then disassembled the handle for troubleshooting and no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc board. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. The articulation nut of the adapter was found to be out of position, causing the reload detect switch to be falsely activated when a reload was not attached. This can be caused by an intermittent connection to the drive motor traces during adapter calibration.

Event description:
Not able to load a tri-staple reload. It shows blue light on "status sign" and blinking green light on "reload sign" /used procedure was lab gastrectomy.